Event description:
A 5f pigtail catheter was placed into the aorta. Upon injection, the catheter blew a "hole" near the hub of the catheter. No pt or clinician harm or injury occurred as a result of this event.

Manufacturer narrative:
The actual device in question was returned to merit medical systems for eval. The lot number reported was g383488. Visual examination of the returned product confirmed that there was a split, 1cm in length, at the distal end of the strain relief sleeve, external to the pt's body. There were also two flattened areas 39.2cm and 42.0cm from the distal end of the strain relief sleeve that would have been inside the pt's body. The manufacturing and processing records were reviewed for abnormalities and no unusual circumstances were noted. Further investigation of the complaint log confirmed that no other complaints have been filed for this lot number. Based upon the investigation, merit is unable to determine the root cause of the failure. It is possible that the flattened areas on the catheter could have restricted flow thus causing a build up of pressure in the inner lumen causing a premature rupture. Merit will continue to monitor events of this type to ensure that no increasing trends occur.